Manufacturer narrative:
The referenced previously reported pump stoppage was reported under medwatch MFR report # 2916596-2015-01461. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with batteries and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3.5 years of support, a very short alarm was noted while the patient was taking a shower. When the patient looked at the system controller screen, there was no advisory or yellow wrench alarm symbol. Everything looked fine and the patient felt well and active. The following day, during a standard visit to the clinic, the vad coordinator confirmed that a pump stoppage had occurred for approximately 2 seconds, which was also confirmed via log file review by the manufacturer¿s technical service representative. Using a standard grounded patient cable, the vad coordinator was unable to reproduce the issue. Due to previously reported pump stoppages in (B)(6) 2015, the patient had been provided with a non-grounded patient cable for use with the power module. The patient remains ongoing on lvad support with batteries and a non-grounded patient cable. No additional information was provided.

Manufacturer narrative:
The analysis of the submitted system controller revealed that the reported pump stoppage event occurred on (B)(6) 2017 and was verified by the user facility. The submitted system controller log file contained data from (B)(6) 2017 at 11:17:05 and a pump stoppage was captured on (B)(6) 2017 from 15:01:30 to 15:01:31. The system controller was connected to batteries and the low speed hazard alarm was active during this event. Based on past experience with the heartmate ii left ventricular assist system and similar reported events, the pump stoppage that was confirmed could be indicative of an issue with the driveline. Additionally, a silenced driveline fault alarm was active from the beginning of the log file until (B)(6) 2017 at 15:01:30, consistent with the report that the driveline fault alarm had been permanently silenced in (B)(6) 2016; however, a specific cause for this event and a direct correlation to the device could not conclusively be established. The patient remains ongoing on lvad support with a non-grounded patient cable for use with the power module and no further related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a driveline fault alarm occurred in (B)(6) 2016 and the alarm was permanently silenced by the user facility.